Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that they were stuck in rewind loop. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would go back to rewind process after rewind the insulin pump and performing fill and prime. The insulin pump will be returned for analysis.

Manufacturer narrative:
We were unable to verify for prime/fill anomaly and perform basic occlusion, occlusion and excessive no delivery test due to broken off end cap. No rewind anomaly noted. The insulin pump passed self-test, unexpected restart test, displacement test and all operating currents measurement were normal. The insulin pump was received with minor scratched display window, cracked reservoir tube lip and cracked battery tube threads.